Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer fell and as a result the touch screen became shattered and unresponsive. The customer's blood glucose was approximately 190 mg/dl. Reportedly, customer reverted to an alternate pump for insulin therapy.